Manufacturer narrative:
Device history record: DHR for lot no. 4527843 reviewed and no anomalies that could be associated with the complaint were observed. The sheath was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The spring into the tube button is blocked. Root cause: the instrument has been repaired / modified outside of the manufacturer by an external contractor. This modification could have weakened the device and led to the reported defect.

Event description:
A facility reported that the spring of the button that permits the fixing of the sheath cev649c5 is blocked. The sheath could not be removed. It is unknown if the device failure led to surgical delay; however, no patient injury or death has been alleged.